Manufacturer narrative:
Continuation of d10: product ID# 97755. Lot# serial# unknown. Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated she has so many questions and she does not even know where to start. Patient stated there are times that it works and then there is times it does not. Patient clarified she is not getting any therapy benefit. Pt stated none of the group settings are helping pt mentioned the rtm paddle gets warm during recharge pss did review that it is normal for the rtm paddle to be warm during ins recharge. Pt clarified that if feels like the rtm paddle is not as warm as it used to be during recharge patient verified she is getting excellent charge quality when she starts a charge. Pt is charging every day or every other day. Pt verified her implanted neurostimulator battery is at 70% and she is recharging with excellent quality. Patient mentioned that she can feel a rippling sensation in her legs since implant. Pt stated she feels this sensation when she is walking or sitting pss recommended that she have her ins programming checked. Pt mentioned that there are times that her back is really hurting but she has her ins on all the time. Pt is not sure if the ins is shutting off because the battery is depleted. Pt stated she just keeps hitting the power button to make sure stim is on. The patient was redirected to their healthcare provider to further address the issue. Pss is sending an fyi message to the field about pt call.